Manufacturer narrative:
Visual assessment of the device shows the needle is bent. No ts or suture remain on the insertion needle, however the suture/t constructs was returned for evaluation. Examination of the construct shows t1 is missing its distal end. Device was functionally tested for proper actuator advancement and cycling, device would not function properly due to the bent needle. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. After the evaluation the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
(B)(6). No evaluation conducted to date, awaiting receipt of device.

Event description:
It was reported that t2 failed to deploy from the fastfix device. T1 and sutures were completely removed from the patient. A backup device of the same model was used to complete the procedure. No patient injury or complications were noted as a result.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device. A review of the ncmr database was performed which confirmed no abnormalities were reported with this lot during manufacture. A complaint history review identified no additional complaints for this manufactured lot. Further investigation is not warranted at this time.